Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they experienced high blood glucose with blood glucose of 269 mg/dl at the time of the incident. The customer was at 147 mg/dl at the time of the call. The customer reported sensor glucose versus blood glucose differences. The customer was wearing the insulin pump during the incident. It is unknown if the auto mode on the insulin pump was active and automatically adjusting insulin delivery during the event. Troubleshooting was not completed as the pump alarmed critical pump error. The insulin pump will not be returned for analysis.